Event description:
It was reported that the cardiac resynchronization therapy - defibrillation (crt-d) device reached the recommended replacement time (rrt) 2.5 years post-implant of the device and did not meet expected longevity. It was also reported that the device had high outputs because of chronic high thresholds on the right ventricular (rv) lead. The lead remains in use and the device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: (B)(4) implantable cardioverter defibrillator (ICD) 2010 (B)(6); 5076 implantable pacing lead 2010 (B)(6); 4196 implantable pacing lead 2010 (B)(6). (B)(4). This device was included in that field action.  Based on the information received and without the return of the product, it could not determine this device performed as described in the field action.